Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Health professional (hpro). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a thoracoscopic lobectomy, while being applied at the lung, the stapler was unable to fire and the surgeon was unable to squeeze the handle. They replaced the device to continue the surgery. There was no patient injury.